Event description:
The advocate stated the customer checked his blood glucose and received a reading of 238 mg/dl using his new contour meter. He retested using an older contour meter and received a reading of 104 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.